Event description:
It was reported by the customer that a pyxis anesthesia es system drawers did not unlock for the users when they try to access the medication. The customer added that they tried to recover the drawer but it was not opening, also they can't continue button was not present so they have to wait until the machine time out so they can log back into the machine. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, e3, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 12-apr-2022 to 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a field service engineer inspected the device and was unable to replicate the reported malfunction. The field service engineer assisted the technical support specialist to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident a field service engineer inspected the device and was unable to replicate the reported malfunction. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers did not unlock for the users when they try to access the medication. The customer added that they tried to recover the drawer but it was not opening, also the can't continue button was not present so they have to wait until the machine time out so they can log back into the machine. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.